Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke where it fits into the handpiece. No further information was provided.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that the blade broke where it fits into the handpiece. No further information was provided.